Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patient had a chest x-ray administered. In addition to dka the patient was diagnosed with rhinovirus as well as pneumonia. The patients pod was removed and the patient was admitted to the intensive care unit. The patient was treated with an insulin drip as well as intravenous fluids, amoxicillin and azithromycin. The patient remains in the hospital at the time of this call and is expected to be discharged from the hospital intensive care unit on (B)(4) 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.